Event description:
The customer reported that blood was administered too quickly, over a 15 minute period. The intended infusion parameters were not provided. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer states the event was due to user programming and has declined investigation assistance. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.